Manufacturer narrative:
H3. Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (b)(6_ 2025. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2018: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a helathcare provider via a company representative regarding a patient who was receiving morphine drug (15mg at 3mg) via an implantable pump. It was reported that tissue had grown into the suture connector of the old model 8780.the healthcare provider (hcp) was unable to remove the old catheter connector off the pump. There were no known environmental/external/patient factors that may have led or contri buted to the issue. The issue was resolved. The pump will be returning for analysis. The physician has no further information for medtronic. Additional information was provided from a company representative indicating that the drugs information was hydromorphone 15.0 mg/ml (5.405 mg/day) and bupivacaine 27.0 mg/ml (9.730 mg/day). Additional information was provided from a company representative indicated that the physician initially considered replacing the catheter because the patient continued to experience pain. The physician ultimately replaced the pump based on medical judgment, and no issue identified with the pump.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2025-11-19 08:08:56 cst pli # 10 product ID # 8667-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2025; product type catheter pump: the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.